Manufacturer narrative:
The device referenced in this report has not been returned to olympus. The manufacture record of the subject device was reviewed with no irregularity. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
During a retrograde intrarenal surgery (rirs), the subject device was used in conjunction with an access sheath, uropass, and it got stuck in the access sheath. The bending section was crackling. The doctor was not able to pull the subject device out of the access sheath. The access sheath was also removed when pulling the subject device. The procedure was completed. There was no report of patient injury associated with this report.